Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device red error message spontaneously saying "communication error" and pump was not working. While nurse were sourcing another pump to move the infusions over, the infusions remained on this pump. When the nurse obtained another pump, before moving any infusions over or altering the pump the patients sbp suddenly rose to 240 who could have significant impacts on the patient. The patient was a CABG form the previous day. The patient had noradrenaline running at 12mls/hr but the patient did not have any other infusions running that could have caused this jump in bp. There was no error messages or alarms on the pump at this time. Infusions running on right of pump were actrapid and propofol, these two modules had the error message. Noradrenaline was running on the left side of the pump but no error message was shown.